Event description:
It was reported that during the implant procedure following catheter slitting the right ventricular (rv) lead exhibited an increased and high threshold. Five minutes later the threshold was remeasured and the threshold remained the same. An attempt to remove the lead was unsuccessful. After approximately twenty minutes a new measurement was obtained where the threshold was lower. The procedure was completed. Four days later the rv lead exhibited high thresholds and a pacing failure during lead testing. The rv lead remains in use and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.